Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested, but not made available due to hospital protocol. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "items listed above were removed due to loosening. Doctor proceeded to mod restoration, no other info per hospital protocol."